Event description:
This (B)(4) patient's adverse events were adjudicated as follows on 4/21/2011: cva - minor, ipsilateral, ischemic/embolic device-related, death, neurologic , other-related agree. The complaint received states that this (B)(4) study patient suffered a cva approximately six months post procedure and subsequently dies of neurologically related causes. This was a (B)(6) male with medical history including stroke, tia, s/p carotid endarterectomy, hypertension, cardiac arrhythmia, dyslipidemia and smoking. This patient met the high-risk criteria of age greater than 75 years.

Manufacturer narrative:
In (B)(6) 2008, the indication for the index procedure was stenosis of the right internal carotid artery. The nih stroke scale pre- and post- procedure was 0. An angioguard was inserted, advanced, deployed past and retrieved from the target lesion without report of difficulty. One precise stent was implanted without report of difficulties. A 10% residual stenosis was reported. The patient was discharged the following day on an asa and plavix regimen. At the 30 day follow up exam, the patient again scored a 0 on the nih stroke scale. In (B)(6) 2008, approximately six months post index procedure, the patient had sudden onset of neurologic deficits, including behavior change, dysarthria, left hemiparesis and other. An MRI of the brain revealed no acute findings. The discharge summary noted that the patient had a history of a stroke with left sided weakness; however, no nih stroke scale values were given. The patient was noted to have improved and was discharge home after neurologic and physical therapy consultations. The discharge diagnosis was left sided weakness with history of cva. In (B)(6) 2008, the patient was admitted to the hospital with one day of weakness, falling and impaired speech. The patient's wife reported there had been issues for 2 to 3 days prior to admission. On admission, the patient was confused with altered mental status. A CT of the head revealed no bleed, old lacunar infarcts and age appropriate atrophy. MRI was recommended. The admission diagnoses were chronic atrial fibrillation, mild hypotension, acute renal failure, hypoxia and possible cva. Two MRI's performed revealed no evidence of cva; may have decreased posterior flow as noted in the final report. The patient was discharged with diagnoses of pneumonia, urinary retention and positive blood culture. The site reported the event as a stroke with onset date of (B)(6) 2008. It was also reported that the patient had expired in (B)(6) 2008; the site reported that this was not a new event, but a worsening from the previous event. The site reported the death as neurological in nature. It was reported that the patient had died at home. No further information or death certificate was available. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. There are multiple factors that may contribute to the event of stroke post carotid stent implantation. In this case the death was listed as neurologic in nature; however, no further information has been available to make a root cause analysis possible. There is no evidence that manufacturing issues contributed to the event. No corrective action is required at this time. Review of the information does not support a clinical conclusion between the device and the event; however, this patient was of advanced age and had an extensive medical history that may have contributed to the reported events.